Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 19 mg/dl. The customer stated that on the morning of the event, his bolus history showed a 3.0 unit bolus and a correction that he did not remember taking. The customer further stated that this was when he had last changed his reservoir. The customer then stated that the status read 22.90 units left but that the reservoir looked as if it was at the very bottom. The customer's wife stated that she had checked his reservoir and saw only a third of the insulin in the reservoir, even though the customer had stated that he had filled the reservoir completely. The only alarms in the alarm history were normal low reservoir alarms. Troubleshooting was performed. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.